Manufacturer narrative:
The immucor laboratory was unable to assess the patient sample because the blood sample was not submitted to immucor. No blood sample supplied.

Event description:
On (B)(6) 2017, it was determined that testing at a customer site on (B)(6) 2017 yielded an unexpectedly compatible pair of capture-p result outcomes.